Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Replace with concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.